Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during the meniscus repair surgery, after t1 of the fast-fix was implanted, t2 was deployed simultaneously in the articular cavity. The procedure was completed with a s+n back-up device. All the ts deployed were removed by tweezers. Non-significant delay was reported, and no patient complications were reported.

Manufacturer narrative:
The reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection revealed the device was returned with the t2 anchor attached to the needle. The t1 anchor was detached from the suture. The device had not been actuated. It was determined the device did not contribute to the reported event. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.